Event description:
On (B)(4) 2012 the reporter contacted animas to report the pump and battery were hot to the touch. There was no damage or corrosion seen to the pump and the battery cap was secure. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the data from the time of the reported incident is unavailable for review due to continued pump use. Visual inspection revealed no damage to the battery cap or battery compartment. The battery was not returned with the pump for investigation. The pump powers on appropriately to the verify screen with functional auditory and vibratory features. The pump does not draw excessive current. The pump was exercised for 24 hours with no battery alarms and no overheating being duplicated. The pump cover was removed and no defects were found. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.